Event description:
It was reported that the patient required an in-office aspiration to treat a large effusion sixteen (16) days following a right partial knee arthroplasty. 90cc of bloody fluid was aspirated with no signs of infection. The patient progressed with no further complications and was satisfied with joint function and pain management.

Manufacturer narrative:
(B)(4). Concomitant devices - persona partial cemented femur size 5 right medial catalog #: 42558000502 lot #: 65286599, persona partial articular surface right medial size g 9mm catalog #: 42528200709 lot #: 65475821. Medical records provided confirmed the patient had a large right knee effusion that required aspiration. Following the aspiration, the patient was satisfied with joint function and performing daily activities. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-01210 0001825034-2023-01211 0001825034-2023-01212.